Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the emergency room after having received two shocks. A remote monitoring transmission was reviewed and noted that there was an atrial rhythm with possible rapid ventricular response occurring at the time of the shock as opposed to the ventricular tachycardia detected by the implantable cardioverter defibrillator (ICD), so one shock was suspected to be inappropriate. The ICD remains in use. No further patient complications have been reported as a result of this event.